Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000045657.

Event description:
Related manufacturer reference number: 1627487-2025-03196. It was reported patient's lead had high impedances following an ipg replacement rigidity needed to fully insert into the header of the ipg. Investigation was unable to identify which lead attributed to the issue. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.